Manufacturer narrative:
Batch record review was performed; the batch met all criteria, including pressure testing, sterility testing, and final visual inspection upon release. Of the 35 grafts released in this batch, no additional complaints were reported to date. Review of complaint data reported in the past 2 years did not represent a product trend. The patient status was reported as stable. The complaint issue will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Device was implanted.

Event description:
During a visit with artegraft executive management, the doctor reported a recent issue with an artegraft (collagen vascular graft) that developed a seroma around the graft after being implanted. On (B)(6) 2015 the primary artegraft was implanted in the patient's right leg. It is reported that the graft was pressure tested and flushed prior to use per the IFU. Seroma had developed around the graft 2 weeks after being implanted. On (B)(6) 2015, the graft was re-explored and the seroma was drained. The patient is currently stable and the graft is patent. No lymphatic leak or infection was observed. However, as the seroma recurred following draining, the doctor is planning to explant the graft (scheduled date not provided).